Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and salpingitis ("infection: right fallopian tube infection") in a 49-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular, benign ovarian cyst and overweight. On (B)(6) 2006, the patient had essure (ess205) inserted. In may 2010, the patient experienced menorrhagia ("prolonged menses"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and headache ("headache"). In november 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In february 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, 10 years 6 months after insertion of essure (ess205), the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), back pain ("back pain"), gingivitis ("gum infections"), salpingitis (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: emotional anguish"), tooth disorder ("dental problems"), weight increased ("weight gain") and pelvic pain ("pain "). The patient was treated with surgery (underwent a hysterectomy & salpingectomy to remove the essure devices.) . Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, menorrhagia, back pain, gingivitis, procedural pain, fatigue and weight increased was resolving, the alopecia, migraine, vaginal haemorrhage and dysmenorrhoea had resolved and the salpingitis, tooth disorder, headache and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, dysmenorrhoea, fatigue, gingivitis, headache, menorrhagia, migraine, procedural pain, salpingitis, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - in may 2006: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, right fallopian tube infection, emotional anguish, dental problems, dysmenorrhea, pelvic pain, fatigue, weight gain, are added. Lab data updated. Concomitant historical conditions & drugs are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses"), alopecia ("hair loss"), back pain ("back pain"), gingivitis ("gum infections") and migraine ("migraines"). The patient was treated with surgery (underwent a hysterectomy to remove the essure devices.). Essure (ess205) was removed on (B)(6) 2016. On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the abdominal pain lower, menorrhagia, alopecia, back pain, gingivitis, migraine and procedural pain was resolving. The reporter considered abdominal pain lower, alopecia, back pain, gingivitis, menorrhagia, migraine and procedural pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.